Event description:
Device report from (B)(6) reports an event in (B)(6) as follows:  patient was implanted with va-lcp condylar plate and screw construct on (B)(6) 2012. The plate broke post-operatively, approximately in one month after the patient started to load. Patient was returned to the o.r. On (B)(6) 2012 for removal of hardware. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.